Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a nc euphora balloon during a procedure. It was advanced to the lesion and it was reported that the device was losing pressure. On removal it was noted that the balloon was leaking. No patient injury reported.